Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) was unable to be positioned safely. The procedure was completed using a different lp. The patient was in stable condition.